Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), g3, g6, h2, h3, h6 (investigation,conclusion), h11. A getinge field service engineer (fse) stated that after the fsca process of the device, it was determined that the fan on the compressor was broken. The fan (mca000000838) on the compressor of the device was replaced. Functional tests of the device were performed. The device was delivered to the user in working condition.

Event description:
N/a.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, cardiosave intra-aortic balloon pump (iabp) unit emitted a fan failure warning when turned on. There was no patient involvement.